Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 2 of their pd treatment. The patient reported not receiving an alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a possible hole in the bag. The cause of the leak is unknown. The patient was assisted with cancelling treatment. The patient was also advised to wipe down the cycler and let it dry and to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak occurred on the cassette and fluid was found inside the cassette door. There were no holes or fluid leaks on any of the solution or drain bags. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment in the absence of the cycler. The patient let the cycler dry and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 2 of their pd treatment. The patient reported not receiving an alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a possible hole in the bag. The cause of the leak is unknown. The patient was assisted with cancelling treatment. The patient was also advised to wipe down the cycler and let it dry and to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak occurred on the cassette and fluid was found inside the cassette door. There were no holes or fluid leaks on any of the solution or drain bags. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment in the absence of the cycler. The patient let the cycler dry and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.